Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Based on our internal procedures and evaluations, this incident has been deemed not reportable.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported he placed some implants on (B)(6) 2021 with bone graft also using the safescraper. On (B)(6) 2021 the patient came for check up and two implants (non zimmer biomet) did not integrate in the sites where the doctor used allograft. The patient came to the clinic with inflammation in the site and coincides with a sialotiasis of the wharton's duct, the patient had antibiotic treatment. When patient came to the clinic the site presented suppuration in the upper jaw in the grafted area. It is decided to lift the flap, and found mobility of two implants that were removed. Also the membrane, pins and graft material were removed.